Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphadenopathy and contralateral side lymphoma alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Article citation: "pet-CT for the staging of breast implant- -associated anaplastic large cell lymphoma;" siminiak natalia; czepczynski rafal; czepczynski rafal; nuclear medicine review; central & eastern europe, (2019) vol. 22, no. 2, pp. 90-91. - attachment: [pet-CT...anaplastic large cell lymphoma.pdf].

Event description:
Author of journal article "pet-CT for the staging of breast implant- -associated anaplastic large cell lymphoma;" reported "an increased uptake of 18f-fdg in the left axillary lymph node caused by bia alcl on the contralateral side." The device was explanted. Left side.